Manufacturer narrative:
Trend analysis: a trend has already been identified and an additional investigation has been initiated to determine the necessity of further corrective and/or preventive actions. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the threads of the allofit impactor are damaged. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the allofit impactor was returned for an investigation. The visual examination showed that the impactor has several signs of usage and the threads are damaged. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible - > a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => possible, as it was identified in the CAPA(B)(4) that the thread material is weak. And the instrument was manufactured prior to the implementation of CAPA(B)(4). - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as threads of the instrument are damaged and cannot be screwed on the cup anymore. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use not possible -> instruments do not show any signs of an abnormal use. Conclusion summary the allofit impactor was returned for an investigation. It was manufactured prior to the implementation of design change. Within this designchange, the root cause of this error pattern was found to be weak material of the thread. Therefore, design change has been implemented. The material of the thread was changed from non-hardenable to hardenable stainless steel. Moreover, the instrument has been on the market for up to 6 years and therefore used excessively. Additional investigation has been initiated to determine if further corrective or preventive actions have to be performed. Zimmer (B)(4) considers the case at hand as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the allofitâ®, impactor, straight thread at the end of the handle was slightly damaged. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.